Event description:
Damaged upon opening. Details of damage unknown. Manufacturer response for short-tip rotational ivus catheter, refinity short-tip rotational ivus catheter (per site reporter). It was handed to the rep during the case, he was present for the case and can provide more details.